Event description:
The customer used the suspected device to check their blood glucose and obtained a result of 175 mg/dl. They ate breakfast and "dised" a bolus of .05 insulin. They later retested and the reading was hi. They checked their glucose on their meter and the level was 22 mg/dl. They were given a glucose IV and refused to go to the hospital. Controls were not used. The device was replaced and requested to be returned for evaluation.